Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. During farawave insertion, backflow was checked, but air kept being drawn and could not be fully removed. As a result, the sheath was replaced. Then the procedure was completed without patient complications. The device was discarded.